Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank after their peritoneal dialysis (pd) treatment. The patient contact was in the bathroom washing hands so she could disconnect the patient from the cycler. The patient contact came into the room and the cycler screen was still dark. The patient contact checked the power cord and stated it was securely plugged in, but saw a spark come out of the plug. The power cord was plugged directly into a wall outlet. There were no recent power outages in the home or in the area reported. Once the patient contact wiggled the cord, the cycler powered back up. Technical support advised the patient contact to setup the cycler the next day when ready to do treatment. Upon follow up, the patient contact verified the reported product complaint occurred after treatment completed. The patient contact stated that the power cord may have been loosened at some point during treatment and they now ensure that the cord is pushed into the cycler and outlet properly. The patient contact did not observe any burning smell, smoke, flame, arcing, or any other visible heat or electrical damage related to the sparking power cord. The patient contact reported that there was no damage observed on any components, or any other additional issues with the cycler. The patient contact confirmed that there was no harm to the patient or user because of the sparking. The patient and contact have been using the cycler since the incident with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank after their peritoneal dialysis (pd) treatment. The patient contact was in the bathroom washing hands so she could disconnect the patient from the cycler. The patient contact came into the room and the cycler screen was still dark. The patient contact checked the power cord and stated it was securely plugged in, but saw a spark come out of the plug. The power cord was plugged directly into a wall outlet. There were no recent power outages in the home or in the area reported. Once the patient contact wiggled the cord, the cycler powered back up. Technical support advised the patient contact to setup the cycler the next day when ready to do treatment. Upon follow up, the patient contact verified the reported product complaint occurred after treatment completed. The patient contact stated that the power cord may have been loosened at some point during treatment and they now ensure that the cord is pushed into the cycler and outlet properly. The patient contact did not observe any burning smell, smoke, flame, arcing, or any other visible heat or electrical damage related to the sparking power cord. The patient contact reported that there was no damage observed on any components, or any other additional issues with the cycler. The patient contact confirmed that there was no harm to the patient or user because of the sparking. The patient and contact have been using the cycler since the incident with no further issues.